Manufacturer narrative:
On 10/23/2017 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - complaint confirmed. Unit received does not properly attach to the rail. All other functional tests passed. General maintenance needed. Device history evaluation - a total of (B)(4) were produced of this lot in 2016. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework, see below. No service history is on file for this device. Conclusion - most likely reason for complaint event is wear and tear.

Event description:
Customer initially reports the bottom part of omni post (clamp) doesn't tighten down to bed rail. Exhibits movement. On (B)(6) 2017 customer reports "a whipple procedure was being performed. Attached the post to the bed and when attaching the bar that attaches to the omni post and locking into place the whole arm would move. No harm to patient."